Manufacturer narrative:
E1 - event site name - (B)(6) medical center. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine check by the customer, the cs300 intra-aortic balloon pump (iabp) had an electrical test fail code #42. There was no patient involvement and no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the reported issue but found the error in device logs. As a precautionary measure, the datasettes were replaced. The unit passed all functional and safety tests to manufacturer specifications.